Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The field service engineer (fse) confirmed the reported problem by review of the significant event log. The fse replaced cpu, power management, and motor controller. Performed full performance verification. The part was returned to the manufacturer for investigation: it was determined the piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 400 kohms. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported error code backup audible alarm fail. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported.